Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that this issue corresponds with a known software anomaly. The anomaly is tracked in an internal software tracking database. Resolution of the issue was confirmed upon call. System is functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred during the register task. It was reported that after the site loaded a patient exam disc, the system became unresponsive while moving to registration. The issue occurred on two navigation systems. On one system it became unresponsive before they moved to registration, and on the other system it became unresponsive after moving to registration. The patient had a single CT scan of approximately 240 slices. The site later got the original scan to work. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
Patient identifier not available from the site. Site declined. If information is provided in the future, a supplemental report will be issued.